Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for plunger rod difficult/unable to operate on lot # 8337915. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, plunger rod difficult/unable to operate) was captured and addressed appropriately investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8337915. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 1.0ml 31ga 6mm 10bag 500cs had plunger rod issues. The following information was provided by the initial reporter: material no. 324912 batch no. 8337915. It was reported that there were issues with plungers. I hope I am writing to the correct department. I recently filled a prescription for insulin syringes. I usually have no problem with my normal prescription, but my doctor prescribed an unnecessarily larger size. The first couple were fine, but then I started to have problems with the plungers. I have had to throw away at least one or two individual syringes per package of ten. My prescriptions are expensive, as you are aware, so I wanted to share to prevent this happening to others. I will not refill this particular syringe size; I will go back to my original bd syringes. Thanks to bd for making something like taking insulin a little easier over the years (I love, as much as you can, the 5/16th size!). And thank you for your time.